Manufacturer narrative:
PMA/510(k) # k210476. Device evaluation: the device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. Clarification was requested as follows; ¿can you please clarify what does the user mean when they state ¿we experienced slipping of the sheath during use¿ from the answer to one of the additional questions as per snippet below?.¿ reply was received as follows: ¿it was an issue. We had to lock the sheath in place frequently because it slipped away with every attempt to puncture the node, specially when we bent the distal part of the ultrasound bronchoscope.¿ clarification was requested from cirl engineering as follows: ¿I had went out to seek clarification on the answer to the standard question highlighted in yellow above ¿was there difficulty locking the sheath (or needle) in place or slipping experienced during use? ¿ and I received the following reply; ¿it was an issue. We had to lock the sheath in place frequently because it slipped away with every attempt to puncture the node, specially when we bent the distal part of the ultrasound bronchoscope.¿ my question to you is as following: is it possible that the issue with locking the sheath could be linked to the initial failure of ¿user error-stylet was partially removed when advancing to the target site¿ or should an additional pr be opened for this issue?¿ reply was received as follows; ¿create a separate pr for the slipping sheath extender. Lab evaluation: n/a. Document review including IFU review: prior to distribution, all echo-hd-22-ebus-p devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-p of lot number c1947346 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has previously occurred for this work order. The root cause for those complaints was as follows ¿a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site¿. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1947346. The notes section of the instructions for use, which accompanies this device instructs the user to inspect the device prior to use for any damage: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use" and "ensure the stylet is fully inserted when advancing the needle into the target site". There is evidence to suggest that the customer did not follow the instructions for use in relation to the use of the stylet. Image review: n/a. Root cause review: a definitive root cause could be attributed to user error as the stylet should not be partially removed prior to advancement of the needle into intended targeted site. As the stylet provides support to the needle for puncture this would have led to the distal end of the needles to kink on the two needles and subsequently fracture on one of these. As per additional information received it is also possible that the needle tips could have touched the prominent cartilaginous ring which may also have contributed to the issue. Summary: complaint is confirmed based on customer and/or rep testimony. According to the initial reporter, there is no detail of any adverse effect to the patient as a result of the first device which kinked. However, the patient did experience adverse effects after the second device kinked and fractured. Chest x-ray 18 hours after the procedure showed right sub diaphragmatic free gas in relation to a small sub pulmonary umoperitoneum. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 30-jan-2023.

Manufacturer narrative:
PMA/510(k) # k210476. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per complaint form: the patient was a 72-year-old woman under investigation for suspected metastasic hypermetabolic mediastinal lymph nodes. Several attempts were made to perform a needle aspiration of left and right lower paratracheal lymph nodes (mediastinal stations 4l and 4r) that led to bend of two cook echo-hd-22-ebus-p echotip ultra® needle ((B)(4)) and subsequent fracture of one of them ((B)(4)) inside the left lateral tracheal wall (4l region). The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways to remove the needle. Note user error: was the stylet partially removed when advancing the needle into the target site? Yes. Did any unintended section of the device remain inside the patient¿s body? Yes. If yes, please describe. - the needle was visualized wedged into the left lateral tracheal wall. An attempt was made to remove the needle with forceps but we lost sight of the needle, and could not be found at bronchoscopy. Control images have not shown it and the needle could have been aspirated during the bronchoscopy, but part of the needle could be lost in the distal airways. Was the patient hospitalized or was there prolonged hospitalization? Ni. Did the patient require any additional procedures due to this occurrence? Yes. Did the product cause or contribute to the need for additional procedures? Yes. If yes, please specify additional procedures and provide details. - video bronchoscopy for airway inspection, surgical c-arm fluoroscopy, chest x-ray 18 hours after the procedure has the complainant reported any adverse effects on the patient due to this occurrence? Yes. Has the complainant reported that the product caused or contributed to the adverse effects? Yes. Please specify adverse effects and provide details. Chest x-ray 18 hours after the procedure showed right subdiaphragmatic free gas in relation to a small subpulmonary umoperitoneum. The patient is in a close follow-p for the next weeks. Are images of the device or procedure available? Customer stated yes on complaint form, images have been requested. Please describe the anatomical location of the intended target site (pancreas, stomach, lungs etc.). Lungs. If the lungs, which lymph node was being targeted? 4l & 4r. What is the scope manufacturer and model number that was used? Pentax eb-1970uk ultrasound video bronchoscope. If the report involves a kink or bend in the needle, where is this located on the device (handle end proximal end) or patient end (distal end))?, patient end. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? No. If the device is a procore needle, is the device damage located at the notch / core trap? O if no, please specify where the damage is located: needle tip echotip ultra 22 g needle. Was gaining access to the target site difficult? No. Was the device used in a tortuous position? No. Was puncture of the target site difficult? Yes. Please describe the size of the intended target site. 4l lymph node 8.2mm in short axis and 4r lymph node 8.6mm in short axis if not with the device in question, how was the procedure performed and/or finished? 03 attempts were made to perform a needle aspiration of left lower paratracheal lymph node (mediastinal station 4l) that led to initial bend of cook echo-hd-22-ebus-p needle and subsequent fracture during the third attempt. The needle was wedged into the left lateral tracheal wall. The ebus bronchoscope was withdrawn and a standard flexible bronchoscope was inserted into the airways. An attempt was made to remove the needle with forceps but we lost sight of it and could not be found during bronchoscopy. Control images have not shown it and the needle could have been aspirated during the flexible bronchoscopy. The patient is in close follow-up because a needle fragment could have been lost in the distal airways 03 attempts were made to perform a needle aspiration of right lower paratracheal lymph node (mediastinal station 4r) that led to bend of cook echo-hd-22-ebus-p needle so the sampling was suspended was the device damaged in packaging prior to removal? No 10. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. Were any other defects observed on the device prior to return (e.g. Kinks, bends, breaks etc.)? No. Was resistance felt while inserting the device through the scope? No. Was the scope recently serviced / repaired? Yes, four months ago. When was the issued with the product noted? On advancement of the sheath/needle or on needle retraction? On advancement of the needle . Was the syringe used during the procedure, after the stylet was removed? N/a. Was difficulty experienced while retracting the needle? N/a. Was it possible to fully retract the needle into the sheath before removing the device from the patient? N/a. Was the endoscope in a flexed or twisted position at any time during the procedure? Yes. Was the stylet partially removed when advancing the needle into the target site? Yes. How many samples were obtained (passes completed) with this needle? No samples. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? Slipping of the sheath was experienced during use. Was there difficulty in attaching or detaching the device to the accessory channel port on the scope? No . When the needle tip was advanced into the target site was the distal scope position adjusted so as to strain or flex the needle? No. If an ebus procedure did the needle tip hit the cartilage rings of the trachea? During the three needle aspirations in 4l station, a resistance was felt initially while trying to puncture the node. Perhaps the needle tip could have touched the prominent cartilaginous ring because the distance between rings was less.